Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) system was removed due to infection. The patient was admitted to the hospital for fever, leukocytosis, malaise, an increased lactate and staph aureus bacteremia. It was subsequently discovered that there was also a vegetation on the right ventricular (rv) lead. The ipg system was removed and the pocket capsule was debrided. Cultures were sent. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.